Manufacturer narrative:
The following fields were updated per additional information received: event, relevant tests/laboratory data, other relevant history, brand name, lot# and device manufacture date. Device code(s): appropriate term/code not available (3191) - device perforation. Device code(s): appropriate term/code not available (3191) - device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device via the right internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation. Patient is further alleging, "feels sharp and constant nagging pain at night in thighs and groin area, has developed a bump behind his knee and will have it checked out as well as the ivc filter on (B)(6) 2016 by physician, depression, anxiety. Per CT, on (B)(6) 2017: normal alignment of ivc filter with no evidence of strut fracture. One strut is projecting outside the wall of ivc measuring approximately 9 mm. No evidence of penetration into adjacent muscle or aorta is seen. Per CT, on (B)(6) 2016: ivc filter is seen in situ with tip below the level of the renal veins. The alignment of filter appears normal with tilt angle of 10 degrees. No evidence of strut fracture is seen. One of the strut is projecting outside the wall of ivc measuring approximately 9 mm. No evidence of penetration into adjacent muscle or aorta is seen. Normal alignment of ivc filter with no evidence of strut fracture. One strut is projecting outside the wall of ivc measuring approximately 9 mm. No evidence of penetration into adjacent muscle or aorta is seen.

Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation ¿the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, bump are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: tilt, vena cava perf, pain, bump no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.